Event description:
We have become aware of a malfunction with our linear accelerator. During patient setup, the gantry rotated uncommanded while patient was lying on the treatment table. The motion was stopped from the control console to prevent any injury. It has come to our attention that after installation of software update, the gantry may move in the wrong direction under certain specific circumstances. The identified circumstances are: - user is treating in autosequence mode, and - two consecutive treatment fields are to be treated with a gantry position between 170 and 190 degrees, and - when moving the gantry to the treatment position for the first of the two segments, the user overrides the default gantry rotation direction manually by using the hand control or the keyboard, and - the actual position of the first segment is different from the planned position of the second segment. If all the described conditions are met, the gantry will not move in the shortest possible direction from the first to the second field as expected, but will instead move the long way around the circle which will result in a gantry rotation of at least 340 degrees at a speed of up to 6 degrees per second. This could potentially lead to a collision which could result in serious injury. A new update has been recently released to address this issue.

Manufacturer narrative:
The original update was released under siemens update instruction. This update has been reported to the FDA under the guidelines of 21cfr806.10 corrections & removal. After an error was reported with our update, a customer advisory letter was released under siemens update instruction number. FDA has issued a recall action. Siemens medical solutions has recently released a new update to address issue reported in updates. Any status updates have been reported to the agency under recall.